Manufacturer narrative:
: H6: event problem and evaluation codes: updated after device evaluation. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Samples received: three (3) samples were received from p/n 67pfss35 with l/n 4083925 and 4100900 without their original packaging inside a ziploc bag, in used conditions and with their certificate of safe handling. Visual inspection: visual inspection was performed at 12? Under normal lighting to received units, in order to detect any damage on the cuff, airline or pilot balloon. Results: no damaged could be detected. Functional test: samples were filled with 5cc of air according to mp bivona tt-tj130 rev. 102 ? (Wi-mfg/inspect instructions) in order to see if there was any functional problem. Results: when we inflated the sample 1 with air, the pilot balloon inflated but all air was stuck it. According to the IFU (10018853-001 rev.100 - IFU - pedi/neo tts (pnt)) we manipulated the pilot balloon and the cuff inflated but only one side, we manipulated the cuff and the whole cuff inflated. After the whole cuff inflated, we deflated and inflated 4 times, all the times the cuff inflated completely. We inflated the units, and we visually inspected them for 10 seconds, we did not observe any leakage. Then we submerged the units under water, we did not observe any leakage. We were following massaging the cuffs, we squeezed them, and we moved the airway lines back and forth. We did not detected leaks during the test. The complaint is not confirmed. The cause of the reported problem could not be determined. No corrective actions were taken since the complaint was not confirmed.

Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a smiths medical tracheostomy tube's balloon was not inflating. There were no reported adverse events.